Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, inappropriate sensing of supraventricular tachycardia (svt) and was observed to have fractured. An invasive procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.